Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported patient underwent hip revision approximately 10 years post implantation due to metal poisoning, adverse local tissue reaction, elevated metal ion levels and metallosis. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint was reopened due to product returned. The results of the investigation are as follows: an unidentified 46mm head and -3 taper insert were returned and evaluated against the complaint. Scratching was observed on the outer radius of the head. The head is also scuffed such that the finish of the head has become dull. The exposed face of the taper insert is scratched. A small amount of debris was observed deposited inside the taper. The color of the debris is consistent with the metallic color of the taper additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.